Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the mesh was causing urination problems and pain. It was reported that the patient experienced urinary tract infections, back pain, and pelvic pain. It was also reported that the patient's bladder was falling down into the vagina. It was also reported that the mesh was corrosive and defective. It was reported that the patient wants the device removed. It was also reported that the patient's problems were endless and permanently debilitating, and the patient's life was severely affected as there is no ability to have a sex life.